Event description:
Patient reported rupture diagnosed by ultrasound and mammography. Right side device. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: red tissue. Red particle material on the shell opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade 3 rupture of the implants was detected during ultrasound.

Event description:
Patient reported rupture diagnosed by ultrasound. Unknown device. Unknown if the device has been explanted.